Event description:
Boston scientific received information that this right atrial (ra) lead exhibited oversensing, resulting in pacing inhibition. Asystole was observed for less than two seconds. An invasive procedure was performed. This lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the clinical observation was confirmed. Visual inspection revealed a lead abrasion 100 - 103 millimeters (mm) from the terminal pin. This damage was consistent with lead on can contact.